Event description:
Dense adhesions to midline portion of sepramesh ip. Information was received from a physician in 2005 concerning a patient (age and gender not reported) with a history of multiple surgeries (not otherwise specified) who in approximately underwent a laparoscopic ventral hernia repair with placement of sepramesh ip. In 2005 the pt underwent a second surgery, for an unknown indication, at which time it was found that there were dense adhesions to the midline portion of the sepramesh ip. The adhesion were lysed laparoscopically. The patient's outcome was not reported.